Manufacturer narrative:
The manufacture date of the device is unknown. The device was not retained by the user facility; therefore, a failure analysis is not available, and the relationship between this device, and the cause of this event is undetermined. The october 2007 15-month ultraflex esophageal product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A customer shipment history review to determine the device lot number is in progress. If the lot number is determined, a device history record review and similar complaint review will be completed, and results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation that in 2006, an ultraflex esophageal ng stent was placed during an esophageal stenting procedure (a male patient, weight unknown). According to the complainant, the stent was placed "without [a] problem." The patient left the hospital a week later, and returned seventeen days later, with dysphagia. The physician observed that there was a food blocking the stent. The physician "removed the residues with rinse and with [a] clamp [forceps] without problem under [endoscopy]. However, ...bleeding was noted [on the] esophageal [mucosa]." It was further reported that although the physician stopped the bleeding initially [by means unknown] the patient passed away three days later. According to the physician, the patient died due to bleeding caused by the movement of the endoscope during the procedure to remove the food blockage.